Manufacturer narrative:
Additional devices invovled. Batch review performed on 30 september 2024. Ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 (k112115) lot 2200870: (B)(4) items manufactured and released on 13-apr-2022. Expiration date: 2027-03-31. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported events during the period of review. Liner: mpact 01.32.3644hct flat pe hc liner ø36/e (k103721) lot 2306406: (B)(4) items manufactured and released on 20-apr-2023. Expiration date: 2028-04-02. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported events during the period of review. Updated device sales. Cup: mpact 01.32.154dh acetabular shell ø54 two-holes (k132879) lot 2244991: (B)(4) items manufactured and released on 22-feb-2023. Expiration date: 2028-02-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review.

Manufacturer narrative:
Batch review performed on 03 june 2024. Lot 2244991: (B)(4) items manufactured and released on 22-feb-2023. Expiration date: 2028-02-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 9 months post primary during a CT scan control the surgeon noticed some points on the shell where the bone is not growing. No revision performed.